Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the external plates test failed. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a failure in the external plates test. The device was not in clinical use when the issue was discovered, and there were no reported patient impacts or injuries. The investigation confirmed that the reported issue of external plates failing the test was resolved by ordering water-resistant external paddles for on-site technician repairs. Based on the available information and conducted testing, it was determined that the cause of the reported issue with external plates failing the test was addressed by ordering water resistant external paddles, confirming the resolution of the problem. It was resolved by ordering water resistant external paddles, and the investigation concludes that no further action is currently required; however, if additional information is received, the complaint file will be reopened. H3 other text: remote support provided.